Event description:
It was reported that premature deployment occurred. A 5x20x130cm innova self-expanding stent system was selected for the index procedure. The innova self-expanding stent system was placed on the guidewire and the safety lock was in place; however, when the system was inserted into the sheath, it became jammed on the lock valve stem. When the delivery system was pulled back, the stent deployed a few millimeters at the tip. The innova self-expanding stent system was removed and exchanged for a different device and the procedure was completed using an alternative method. There were no patient complications reported.